Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: there was no image and the cable unit connector was damaged. A root cause could not be identified. Based on the results of the investigation, the customer¿s allegation (camera won't register) and the loss of mage occurred, due to damage on the cable unit connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that, when the camera was inserted into the tower, it would not register. It was tried multiple times. The issue occurred, during a diagnostic laparoscopic hernia procedure. Which was completed with a back-up device. There were no reports of patient harm.